Event description:
Patient undergoing shoulder arthroscopy surgery. A stryker tps controller with hand piece was to be used. A 4.0 mm barrel burr was attached for the surgery. It appears the hand piece had overheated and stopped working. The hand piece was resting on the patient's shoulder and caused a slight burn to the patient (estimate 1st to 2nd degree). The controller, hand piece, and barrel burr were taken out of service and sent to biomed for evaluation. Patient received small burn on shoulder. Burned was cared for (site cleaned/dressed). Patient was instructed on what happened and given care instructions to burn.